Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit's balloon would not inflate. No patient harm was reported.

Manufacturer narrative:
A getinge field service engineer (fse) found unit with damaged cover and unit would not inflate. Pulled unit apart and saw that the pressure tube and vacuum tube were both broken, replaced them and checked out compressor no issues there.

Event description:
N/a.